Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited intermittently high out-of-range shock impedance measurements greater than 125 ohms since (B)(6) 2023, with 138 ohms as the highest measurement. The last delivered shock in (B)(6) 2020 had a shock impedance measuremento f 75 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service and will continue to be monitored at this time. No adverse patient effects were reported.